Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The doctor reports they have a palindrome catheter has migrated out of the pt. The catheter was implanted on (B)(6) 2012 and migrated out on (B)(6) 2013. Sutures were in place for approximately 3 weeks. This event occurred at the pt's home. The catheter was removed on (B)(6) 2013 and replaced on (B)(6) 2013. The pt has recovered with no further issues.